Event description:
It was reported that a flogard infusion pump alarmed f-73. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review and visual inspection confirmed the f-73 alarm. This malfunction was caused by an inoperative or defective printed circuit board. The device has been scheduled to be swapped out.